Event description:
Shunt tested pre-op. During the case it was noted that a small (white) balloon was not holding. There appeared to be a leak. Two add'l shunts, from the same lot number, also leaked in separate testing. Physician contacted company through o.r. Supervisor and asked for a written evaluation. Co responded acknowledging receipt of the shunt and said they will respond. This shunt was given to company's sales rep.